Event description:
It was reported that stent damaged occurred. A 2.50x38mm promus element drug-eluting stent was advanced; however, it was noted a part of the strut was lifted. The procedure was completed with another of same device. No patient complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years of age or older. Device is combination product. Device evaluated by MFR.: promus element,mr,ous 2.50x38mm stent delivery system was returned for analysis loaded in a 0.057 guidezilla extension guide catheter and with a guidewire in the wire lumen. The device was returned in the guidezilla with the stent distal of the guidezilla tip. An examination (visual and via scope) of the crimped stent identified damage at the proximal and distal ends of the stent; stent struts at the proximal end of the stent were bunched in a distal direction and overlapping. Struts from the 2 most distal stent strut rows were damaged and flared outwards. The stent had moved in a distal direction on the balloon such that the distal end of the stent was covering the distal markerband. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. Due to the stent damage the stent could not be withdrawn into the guidezilla and therefore could not be removed from the guidezilla. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and tactile examination of the shaft polymer extrusion found stretching on the distal side of the port bond. The mid-shaft extrusion was found to be stretched and was torn for a length of 6mm at a site located 12mm proximal to port bond. An examination (visual and via scope) of the tip identified tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. During analysis, the investigator cut the hypotube 1cm distal to distal end of the strain relief to remove the promus element device from the guidezilla without further damage to stent. The promus element device could then be removed distally from the guidezilla. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years of age or older. Device is combination product.

Event description:
It was reported that stent damaged occurred. A 2.50x38mm promus element drug-eluting stent was advanced; however, it was noted a part of the strut was lifted. The procedure was completed with another of same device. No patient complications reported and the patient status was stable.